Event description:
It was reported that: "when the hip joint was opened up there was metal debris after the hip joint was dislocated, the 36mm v40 head was removed. The accolade stem was removed after a trochanteric osteotomy."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (including lot code, x-rays and medical records) was requested. If additional information becomes available, the evaluation summary will be submitted in a supplemental report. This is the same pt/event as MFR# 2249697-2010-01182.